Manufacturer narrative:
(B)(4).

Event description:
It was reported to a company representative by a patient's caregiver that a vns patient experienced arrhythmia due to a replacement device. It was stated the patient would go see a cardiologist. It was stated the device had not been turned on. Additional relevant information has not been received to-date.

Event description:
Follow-up to the physician 10/12/2016 revealed that the patient had seen a cardiologist, but he did not know all of the details surrounding the event. He was uncertain if the arrhythmia occurred in the or, but was present after the surgery. He stated they were not sure of the cause of the arrhythmia. The device was briefly turned on, and then turned off. He provided that the patient has a rare genetic syndrome characterized as similar to rhett¿s syndrome. He said that as a result, it can develop into cardiac arrhythmias, in addition to worsening seizure states. After speaking with the cardiologist they are planning to admit the patient for telemetry to try and diagnose the patient. Follow-up to the company representative who was at the case provided that the arrhythmia occurred during the surgery after the device had been turned on, including the autostim. It was decided by the surgeon to turn off all the settings at the time and then check the patient post-operatively to evaluate the arrhythmia if it was related to vns or not. The plan would be to turn on the normal mode and magnet mode, but leave the autostim mode off. The patient had never had an arrhythmia with the previous vns device. The patient and family had left before diagnostics could be performed.